Manufacturer narrative:
Correction: in review of the file, it was realized that two initial emdrs were submitted in error. Therefore, duplicate information was provided in each emdr. The correct report is 9614546-2017-00909 and report 9614546-2017-00988 is the duplicate filing. Duplicate filing 9614546-2017-00988 therefore, should be removed. No further information will be provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to the patient complaining of fluctuating vision interfering with driving. There was an incision enlargement to remove the lens, but no vitrectomy or sutures were used. Reportedly, there was no patient injury. The lens was replaced with a non-amo lens. No additional information was provided.